Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced the infusion set bent cannula issue on (B)(6) 2025 which leads to high blood glucose level and the issue required a visit to the emergency room on (B)(6) 2025. The issue occurred with three infusion sets. The site location was abdomen, and the patient was not following rotation pattern for the infusion set insertion which leads to bent canula issues. The patient was later hospitalized and subsequently shifted to intensive care unit (ICU). The patient stayed in an emergency room for half an hour. The patient treated the high blood glucose event by correction bolus via pump. The patient's blood glucose was 400 mg/dl at the time of event. The patient was in hospital for more than 24 hours and released on (B)(6) 2025. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 3.